Event description:
It was reported the right ventricular (rv) lead was explanted due to noise. Additionally, the helix of the rv lead was unable to retract. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of noise was not confirmed and the reported event of failure to retract the helix was confirmed. As received, a complete lead was returned with a stretched helix consistent with procedural damage. The cause of the reported event of failure to retract the helix was isolated to the helix being stretched. Electrical testing was performed and revealed no shorts or discontinuities on any of the conduction paths. Dimensional analysis of the connector boot were within required performance specifications. Additionally, the lead could be fully inserted into the test df-4 connector sleeve as well as the test ICD.